Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number initial procedure date that patient presented with dark discoloration of skin? Location and incision size of product application? What was the reason for the debridement? Was there skin necrosis? Do you have any photos? Please describe what prep was used prior to perineo use? Was the prep allowed to dry prior to perineo mesh application? Please describe how the adhesive was applied on the tape? When applying are they completely covering the edge of the mesh with perineo? Was the mesh placed over the entire length of the incision? Did the perineo mesh extend beyond the patient incision? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was the skin prep solution wiped off and allowed to dry before applying adhesive? Was a dressing placed over the incision? If so, what type of cover dressing used? What does the reaction look like? Please provide details. How large of an area does the reaction cover? What was done to address the reaction? Please describe any medical or surgical interventions performed? Were any medications prescribed was the site cultured? If so, what bacteria were identified? Was the product removed? Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was perineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a spinal procedure for scoliosis on unknown date and topical skin adhesive was used. Following the procedure, the patient presented with dark discoloration of the skin under the mesh of topical skin adhesive. The surgeon reported that a skin looked necrotic. It was determined that there was no infection and the patient was sent to the wound care department to be debrided. The current status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).